Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 26 units instead of the anticipated 130 or 150 units, with a difference greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reload the same cartridge, and they completed necessary steps to remove air while ensuring the insulin was at room temperature.